Manufacturer narrative:
Argus case (B)(4). Product complaint investigation on 28 june 2019 (issue (B)(4)) no defect sample for confirmation and investigation. After tracked to the inspection and production records of this batch 191118169, no any abnormality was found. Base on the customer complaint history of this toothbrush, after checked all the returned samples, all the bristles diameter, length, number of filament are all within the gsk product specifications. Thus this complaint will be closed as unsubstantiated temporarily and the complaint will be re-opened when the defect sample is acquired.

Event description:
The toothbrush hurts the gum [gum abscess]. Case description: this case was reported by a consumer via call center representative and described the occurrence of gum abscess in a male patient who received gsk toothbrush (sensodyne repair + protect toothbrush) toothbrush (batch number 191118169, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started sensodyne repair + protect toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting sensodyne repair + protect toothbrush, the patient experienced gum abscess (serious criteria gsk medically significant). The action taken with sensodyne repair + protect toothbrush was unknown. On an unknown date, the outcome of the gum abscess was unknown. It was unknown if the reporter considered the gum abscess to be related to sensodyne repair + protect toothbrush. Additional details: patient bought the sensodyne repair & protect toothbrush extra soft, however the toothbrush that she found inside the package was hard and it was hurting her gum. She bought it because her dentist indicated it due to a treatment that she was completing. Follow up information from quality assurance department on 28 jun 2019: qa analysis revealed the complaint to be unsubstantiated. Follow up information on 02 july 2019 . The adverse event onset date was (B)(6) 2019 .